Event description:
An end user reported she developed a rash beneath the tape collar about two or three years ago. The end user went onto state now the area is very red and upon removing the tape collar it bleeds.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she saw physician who prescribed medication, (kenalog spray, proctosol hc and clotrimazole cream.) The end user stated her doctor also recommended a wafer which does not have a tape collar. Samples without tape collars will be sent to the end user. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.